Event description:
It as reported that during a manual threshold test, the pause when capture was lost until pacing resumed was longer than expected. The patient was symptomatic but did not lose consciousness. The sales representative discussed that the manual test was chosen over the automatic test, which would have provided back up pacing when loss of capture (loc) was observed, because there was a past right ventricular (rv) threshold alert for threshold fluctuations. Technical services discussed the testing will terminate within two seconds of pressing the end test button; however, timing between end test and transition to normal pacing of up to three seconds has been clinically observed. In this case, the pause was longer than three seconds; it is possible the end test button was pressed later than the first pace showing loc and technical services recommended using the automatic threshold test option for pacemaker dependent patients. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.